Event description:
The distributor reported on behalf of the customer that the device, yrc02, rc all-suture anchor, with hi-fi sutures was being used on (B)(6) 2026, the hospital newly purchased the yrc02 y-knot all-suture anchor. During the shoulder joint surgery, the front end of the anchor broke when the anchor body was inserted, causing the front end of the wire to fall off and making the anchor unusable.¿ there was no impact or injury to the patient or user. Per further assessment it was reported that what was meant by the "wire" was the inserter. The inserter fragmented and fell into the surgical site and was retrieved." This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 5 reports, regarding 5 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instruments after use to ensure they have not been damaged. Instruments are designed for use by surgeons experienced in the appropriate specialized procedures. It is the responsibility of the surgeon to become familiar with the proper techniques for use. Ensure y-knot anchors are properly seated on driver tips prior to and during implantation. Avoid lateral loading while inserting y-knot anchors. Maintain proper alignment during insertion of anchors and disengagement of drivers. We will continue to monitor per regulatory requirements to help ensure patient safety.